Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer explained that their blood glucose was around 50 mg/dl. The customer stated that the low blood glucose would occur in the middle of the night or during the day. The customer was unaware of the cause of the low blood glucose. The customer declined further assistance. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.